Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that monitor had no image. The issue was occurred during a diagnostic colonoscopy procedure that was completed using a similar backup device. There were no reports of patient harm.